Manufacturer narrative:
(B)(4). Investigation results: one gold-tite tm hexed uniscrew was returned for inspection. The screw was fractured at the top of the threaded region. The drive feature is worn but functional. Returned device was examined visually by the naked eye and through magnification. The complaint was confirmed. The device history record review was performed and did not identify any deviations that would have contributed to this event. Lot specific complaint history review revealed one similar incident, a definitive root cause has not been determined. Biomet 3i restorative manual instrm rev c 09/16. Information identified: the biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of gold-tite tm hexed uniscrews, it is recommended to torque at 20 ncm. Age was not provided.

Event description:
The clinician reported an abutment screw fractured at tooth site #19. The patient presented in office with restoration in hand. The oral surgeon removed the portion of the screw within the implant. The final restoration was place back on with a new screw.